Manufacturer narrative:
Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.

Event description:
It was reported that the patient developed an infection at the lead and generator incision sites. The infection at the generator site is captured in MDR 1644487-2009-02738. This report is being submitted to capture the infection at the lead incision site. The physician stated that the infection did not seem to respond to antibiotics and that the infection is a (B) (6) infection. The DHR for the lead and generator was reviewed and sterility prior to shipment was confirmed. The device was explanted and returned to the manufacturer for analysis. Device evaluation is in process and has not been completed at this time.